Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a 3 x 18 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed distal stent damage. Distal strut segments 1-3 were damaged. The first distal strut was lifted and pulled proximally over the second distal strut. The undamaged crimped stent outer diameter (od) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed a midhshaft kink on the proximal side of the guidewire exchange port. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a 3 x 18 non-bsc stent. No patient complications were reported and the patient's status was good.